Event description:
It was reported to philips that the system would not turn on. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the clinical usage of the system is unknown. It was reported that the system would not turn on. Customer cancelled the service quote as machine started working on its own after the power outage in hospital. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome. Evaluation method code was corrected.